Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Per the service report, the power supply board and control board were replaced. The device was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2012 at (B)(6), it was reported that the main/patient side temperature would not increase beyond 25 deg c and the duration alarm was triggered after 1 hour of warming on the heater cooler unit 30 (hcu 30) serial number (B)(4). It was also reported that the error log of the device showed error 1004. The device was taken out of service. (B)(4).